Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Index tka performed 2007. Liner exchange occurred (B)(6) 2015 with I&d.